Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6F sheath hole prior to a Percutaneous Coronary Intervention (PCI) procedure. Reportedly, one ProStyle suture was successfully pre-placed. The sheath was upsized to 8F, and the procedure was completed. However, while advancing the knot, it was noted the user applied lots of force with the suture trimmer. Hemostasis was unable to be achieved with the pre-placed suture. To achieve hemostasis, a non-Abbott device was attempted to be used but was unsuccessful. Therefore, hemostasis was achieved via manual compression. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.